Event description:
A report was received stating that during patient use, the ventilator compressor spontaneously powered on and off. The patient was reported to be removed from the ventilator and placed on an alternate device without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the user facility via phone. The user facility reported to have found the power cord pulled out from the breath delivery unit (bdu). The power cord was reseated. The ventilator was then found to pass all performed tests.